Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. But no tissue on helix was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the pacing lead became damaged and fractured after it was tangled in the tissue of the heart during an implant procedure. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.